Event description:
On (B)(6) 2013, the reporter contacted animas to report the pump would not power on. The patient replaced the battery to no avail. The patient noted no damage or corrosion seen on the pump and the battery cap was secure. The issue was not resolved. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 12/23/2013-device evaluation: the pump has been returned and evaluated by product analysis on 12/12/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated multiple pump reboots following alarms and corresponding with battery changes. The battery compartment was intact and the cap secured to the pump properly, however the pump did not power on. Evidence of moisture contamination was found on the underside of the battery cap. A test cap was used and the pump powered on. The pump was exercised for 24 hours with the test cap. No power loss was observed. A leak test was performed and passed. The pump case was opened and no further evidence of moisture ingress was found.